Manufacturer narrative:
Other relevant device(s) are: product ID: etlw1620c93e, serial/lot #: (B)(4), ubd: 15-apr-2020, UDI#: (B)(4); product ID: etlw1620c124e, serial/lot #: (B)(4), ubd: 03-jul-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of a 51mm diameter abdominal aortic aneurysm. It was reported that during the index procedure, the patient anatomy was calcified throughout the iliac and dissection was noted in the right common iliac. The physician had difficulty during gate cannulation due to contra stent graft limb opening near bifurcation. The physician also had trouble with passing pig tail/delivery system through left iliac due to calcium/ tortuosity. The physician applied a balloon to the stent graft limbs in attempt to dilate. Post procedure angiogram looked good with no evidence of endoleaks. After closing, it was reported that the patients pressure decreased and had remained so for a few minutes. The team began adding volume while also assessing abdomen and groins. Nothing was noted at that time and the addition of volume was continued. After few minutes, there was no improvement and the abdomen reassessed again. The team began to re-prep the patient for potential open intervention. Patient experienced heart failure and compressions started with also the opening of the abdomen to relieve pressure and to determine the location of the bleed. It was reported that the physician began cutting down on right access and began an attempt to repair a potential bleeding issue on right. The patient received multiple units of blood, along with medication and was given CPR for 30 min but the patient expired. Per the physician, the cause of the event is due to bleeding issue (pulmonary embolism). No additional clinical sequelae were reported and the patient has expired.

Manufacturer narrative:
Film evaluation summary: the exact cause of the events could not be determined from the pre-implant films provided. Films during the implant were not provided and the reported events could not be assessed. Pre-implant films confirmed that the patient¿s proximal neck ranged in diameter ~24 ¿ 26mm along a 4cm length, contained considerable thrombus & calcification, and was moderately angulated. The distal aortic diameter was 2cm and substantially calcified. The common iliac arteries were moderately tortuous and extensively calcified. The right common iliac artery appeared dissected along a majority of its length, and the left common iliac was aneurysmal. The cause of the cannulation difficulties could not be determined, and the likely cause of the positioning difficulties going up the left side was likely anatomy related. The possible cause of the bleeding reported immediately following implant may have been anatomy related; due to the pre-existing severely calcified distal aorta, and calcified & tortuous common iliac arteries which were dissected on the right side and aneurysmal on the left side. Pta ballooning performed with another manufacturer¿s device within the vessels may have also contributed to the bleeding. If information is provided in the future, a supplemental report will be issued.